Event description:
It was reported that the implantable pulse generator (ipg) was not charging and had functionality issues. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively. Additional information was received that the explanted device was not returned.

Event description:
It was reported that the implantable pulse generator (ipg) was not charging and had functionality issues. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.